Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02160.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the engine was placed on a stroke cart. It was reported that a canister was placed onto the engine. While the engine was powered on, the vibration caused the engine, along with the canister, to migrate over the edge of the cart and fall to the floor. It was also reported that the canister broke during the fall, but there was no noticeable damage on the engine; therefore, they were removed. The procedure was completed using another engine and canister. There was no report of an adverse effect to the patient.